Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 330cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient reported mammogram imaging indicated a folded left breast implant and experienced left breast discomfort with asymmetry. The mammogram report provided indicated "no mammographic abnormality is seen in either breast" without mention of a folded implant. As a result, the patient is scheduled for breast implant removal and replacement on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast pain, anisomastia date of explantation: on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 20, 2024, mentor was notified by the patient that the left breast implant was also significantly displaced laterally. Manufacturer¿s reference number: (B)(4).